Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred while the device was in use. There was no harm or injury reported. No medical intervention was specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log confirmed the reported event. The main pc board assembly was replaced. The device was checked overall and functionally tested.